Event description:
Rv unipolar lead impedance warning on 21-jul-2023. Currently elevated but within range. Does not appear to impact function. Intermittent atrial under-sensing noted. Does not appear to impact at/af detection. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152688.